Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4442 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, uterine fibroids, cervical dysplasia, hypertrophy of uterus, menometrorrhagia, dysmenorrhea and pap smear abnormal. As concurrent condition the report mentioned dyspareunia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3849 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (robotic assisted total vaginal hysterectomy with bilateralsalpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022. Patient's right side the coil was placed and approximately 5 trailing coils were noted. Then the device was deployed on the left side. There appeared to be somewhat of a tubal spasm initially; however, on waiting for a minute or so we were then able to advance the coil without any difficulty then the coil was deployed with approximately 5 trailing coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnoses: excessive or frequent menstruation dysmenorrhea deep dyspareunia in female hypertrophy of uterus personal history of cervical dysplasia cervical high risk hpv (human papillomavirus) test positive final pathologic dianosis uterus, cervix, and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: adenomyosis. Intramural and submucosal leiomyomas. Benign fallopian tubes x 2 with complete lumen. Cervix: chronic cervicitis with squamous metaplasia and nabothian cyst formation. Negative for malignancy. Gross description: there are two silver metallic coils on either side of the fundus suggestive of previous tubal ligation. [Ultrasound scan vagina] on (B)(6) 2022: clinical statement: metrorrhagia, secondary dysmenorrhea, findings: vaginal ultrasound. Both essure coils identified in the region of the fundus of the cervix. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received .medical historyand lab data added including pathology test. Reporter information added. Indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4442 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.